Event description:
The customer reported that the device was falling the pads/paddles ECG segment of the user initiated operational check. There was no report of pt involvement and there was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the pads/paddles ECG segment of the user initiated operational check. There was not report of pt involvement and there was no adverse pt impact. On (B)(6) 2012, the customer reported that replacing the power pca resolved this issue and the device was returned to service.